Event description:
On (B)(6) 2024, a patient in portugal underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025, the patient underwent a swab of the stoma site due to exudate, which revealed staphylococcus aureus and candida albians on (B)(6) 2025. On (B)(6) 2025, the nurse reported that the patient was feeling better from the exudate and was to continue treatment with unspecified antibiotics until (B)(6) 2025. During a nurse follow up on (B)(6) 2025, the patient stated that she finished treatment with the unspecified antibiotics and had recovered from the stoma site exudate, staphylococcus aureus, and candida allbicans since (B)(6) 2025.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.